Event description:
An end users wife noted circumferential redness around the stoma extending out three eights of an inch. The end user had been having this problem for one (1) year, but is reporting the issue now. The end user wife stated the end user had been applying the current wafer one (1) year before the occurrence of the redness. The end user's wear-time was 4-5 days, but has increased based on the end users preference.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user reported using allkare adhesive remover, (B)(6), shaves, rinses, and dries the area. The end user also reported using eakin slim and reports enlarging the precut opening. The end user was instructed to increase frequency of pouch changes to twice weekly. The end user wife was also educated on the usage of stomahesive powder and sting free barrier over the redness. The end user's wife stated the end user saw a doctor one year ago and the end user was instructed to enlarge the opening in the wafer. The end user was advised to use a medium surfit natural durahesive convex barrier with moldable technology to accommodate the change in stoma size and samples of this product were to be sent. The end user was also instructed to contact a local ostomy nurse if his condition does not improve. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.